Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields h4, h6. Corrected field e1 phone number. Olympus followed up with the customer to obtain additional information regarding the event. It was further reported that the reported problem was found during preparation for use. The patient was not in the room yet and there was no report of delay. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause of the reported malfunction could not be conclusively identified. However, based on the results of the investigation, the phenomenon potentially occurred due to a faulty endoscope connector. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, when using the evis exera iii xenon light source, there was no picture when connected to the exera iii series endoscopes. There was humidity in the connectors. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations of no image and humidity in connector were confirmed. The device evaluation found connector failure. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.